Event description:
Retailer's insurance agent reported that one of the retailer's customers alleged that when she opened the thermometer case, the thermometer was broken and mercury spilled on three of her rings.